Event description:
It was reported that the patient¿s stimulator was not working correctly since it was banged severely on the kitchen cabinet corner. Troubleshooting was going to be performed on (B)(6) 2015. Follow-up determined that the patient cancelled the appointment and rescheduled for (B)(6) 2015. Further follow-up determined that appointment was cancelled and rescheduled for (B)(6) 2015. Further follow-up was performed to determine if the patient had met on the last scheduled appointment, if the cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).